Event description:
During a follow-up call by baxter product surveillance on (B)(4) 2012, the registered nurse (rn) stated the hp did have an infection and it was peritonitis. The rn stated the hp had peritonitis because they were disconnecting numerous times during therapy to use the restroom. The rn stated the cause of the peritonitis was not related to peritoneal dialysis (pd). The rn stated they have further trained the hp to use extension lines so they do not disconnect during therapy. The rn stated the hp has been performing therapy successfully since speaking to them regarding this issue.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. A batch review could not be performed as the lot number is unknown. If additional information or samples become available, a follow up report will be submitted.